Event description:
It was reported that the ilet user experienced a low glucose episode while fasting and stated their phone did not deliver a low alert overnight, though the ilet alarmed. The user announced meals but ate less than announced and was advised to select the correct meal size in the future. Symptoms included hypoglycemia with a user reported glucose in the high 30s, though this could not be confirmed via ilet reports. Outcomes included minor injury of hypoglycemia and the need for oral glucose to treat the episode. Investigation included user communication and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to meal announcement behavior involving the user interface rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.